Manufacturer narrative:
The manufacturer has completed the investigation for a ventilator that allegedly stopped working while in use. The device was returned to the manufacturer for evaluation. During the evaluation, the ventilator was found to alarm and not power on due to corrupted data in the device's memory. This issue is related to the system pca. The device was not repaired, it was replaced.

Event description:
The manufacturer received information alleging a ventilator stopped working. The patient was allegedly manually ventilated and taken to the hospital. The device has not yet been returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction or alleged patient harm. A follow-up report will be submitted when the manufacturer's investigation is complete.